Manufacturer narrative:
Sensor 0m000e4pnu4 was returned and investigated. No physical damage observed on the sensor patch. Observed sensor plug was not seated properly in mount (indicating improper assembly by user). Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (indicating storage state). Therefore, it is not confirmed to use as a sensor plug not fully seated. All pertinent information available to abbott diabetes care has been submitted. Section d3 (email) and section g1 were updated to reflect current contact information.

Event description:
Customer reported a delivery issue, stating that the replacement adc freestyle libre sensor did not arrive and customer was therefore unable to test. Customer had initially reported on 4-dec-2020 that the adc sensor displayed "start in 60 minutes" message, resulting in replacement request. Customer reported that being unable to check his glucose, he experienced symptoms of hypoglycemia. Customer presented to a hospital where he was diagnosed with hypoglycemia and was treated with serum. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a delivery issue, stating that the replacement adc freestyle libre sensor did not arrive and customer was therefore unable to test. Customer had initially reported on (B)(6) 2020 that the adc sensor displayed "start in 60 minutes" message, resulting in replacement request. Customer reported that being unable to check his glucose, he experienced symptoms of hypoglycemia. Customer presented to a hospital where he was diagnosed with hypoglycemia and was treated with serum. There was no report of death or permanent impairment associated with this event.